Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clip would load halfway in the jaw and close. Another instrument was used to complete the procedure with no pt consequence.